Event description:
On (B)(6) 2011, pt's wife calling regarding the up/down button recall. Pt's wife reported, the pt was hospitalized earlier this year from (B)(6) 2011. Wife stated, this was due to the pt experiencing a heart attack and later losing his vision. Wife reported, the pt has not been using his infusion device since before that time due to dr's orders. Wife stated, the pt has not experienced any concerns or issues with the up/down buttons. At the time of the call, the infusion device did not beep/vibrate when the up/down buttons are pressed. Wife reported, the buttons did pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.